Manufacturer narrative:
The patient's weight was not provided. Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device - 1 year and 6 months. The report of low speed advisory alarms was confirmed based on the information contained in the submitted system controller log file. Damage to the internal portion of the driveline was also confirmed through the evaluation of the returned pump¿s driveline. The device was returned assembled to the manufacturer on 12/31/2015. The evaluation of the device did not reveal any depositions. The driveline was returned severed less than 1 inch from the pump housing. The remainder of the driveline measured approximately 37 inches from the metal system controller connector. No damage to the outer jacket of the driveline was observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts prior to removing the bionate layer. No damage to the bionate layer was observed. Upon removal of the bionate layer, areas of breakdown in the metal shielding were identified at approximately 3 inches from the metal connector and 25 inches from the metal connector. Abrasion marks on and thinning of the black wire¿s insulation were identified at approximately 35 inches from the metal connector; however, no breaches to the insulation of this wire were identified. Abrasion marks, insulation thinning, and an insulation breach were identified on the brown wire. The damage appeared to be consistent with fatigue due to repetitive movement of the wire at this location. As a result of the breach, the underlying wire conductors were exposed. The brown wire represents a redundant wire in motor phase 2. The reported red heart alarms would have occurred as a result of the exposed conductors of the brown wire contacting the braided shielding while the device was supported by the power module. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the system controller alarmed briefly immediately after the patient had intercourse on (B)(6) 2015 while supported by the power module. The event history screen reportedly showed a low speed advisory alarm. The patient was not symptomatic at the time of the event. The patient presented to the hospital for further evaluation and the system controller log file was submitted to the manufacturer's technical services team for analysis. The log file was reviewed and the technical services representative found 2 pump stoppages and 4 low speed advisory alarms with speed drops to as low as 0 rpm. According to the technical services representative, this type of behavior has been linked to potential issues with driveline. The issue appeared to only occur while the system was connected to the power module. X-ray images of the driveline were examined and the technical services representative determined that the only damage that could be seen was on the internal portion of the lead. A pump exchange was then scheduled and completed on (B)(6) 2015.